Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 45 mg/dl without symptoms, attributed by the healthcare provider to recent dietary changes, and was advised to perform a factory reset of the ilet; the user was guided through the reset and will re-enter weight upon dexcom g7 reconnection. Symptoms included asymptomatic low blood glucose. Outcomes included self-treatment with oral glucose in the form of hot chocolate with return to range and no hospitalization. Investigation included user interview, troubleshooting, and factory reset assistance. No device malfunction was reported or identified. The event was attributed to user-reported dietary changes contributing to the low glucose. The user received education and was assigned additional training. A follow-up report will be submitted if the device is returned and evaluation reveals new findings.